Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer failed incoming functional testing and tested electrically out of specification. The analyzer will be sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was received into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.